Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
This report pertains to one of two epic biliary stents used during the same procedure. Refer to manufacturer report# 3005099803-2025-05832 and 3005099803-2025-05833 for the associated device information. It was reported to boston scientific corporation that two (2) epic biliary stents were to be implanted in the right and left hepatic ducts to treat a malignant cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography procedure (ercp) with bilateral stenting procedure performed on october 14, 2025. The patient's anatomy was not tortuous and was dilated prior to stent placement. During a bilateral stenting procedure, the first epic stent (subject of manufacturer report# 3005099803-2025-05832) did not open up, and the second epic stent (subject of this report) did not open up as well. The stents were removed partially deployed on the delivery system, and the procedure was completed using a different device. There were no patient complications reported as a result of this event.